Manufacturer narrative:
Section b5: external driveline repair was reported under MFR # 2916596-2017-01444. Ungrounded cable was issued under MFR # 2916596-2017-02142. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed driveline fault alarms that appeared to be associated with the phase 1 and phase 3 hex values being out of specification. The submitted log file contained (B)(4) lines of data from (B)(6) 2021 at 08:26:32 to (B)(6)2021 at 11:59:45, per the timestamps. The silenced driveline fault alarm was during each line of recorded data, associated with phases 1 and 3. These findings are consistent with previous log file reviews for this patient (reference MFR # 2916596-2021-02874). The account reported that the patient was not a surgical candidate. The patient remains ongoing on hmii lvas, serial number (B)(6), and no additional events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7 of this document outlines all system controller alarms (including driveline fault alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient with a known driveline fault had no noted pump stops while using ungrounded cables at home. There was no plan to change the pump and the external portion of the driveline has been repaired. Log file review showed that the driveline fault was still occurring and that the non-grounded patient cable is used for short to shield issues and would have no bearing on a driveline fault.

Manufacturer narrative:
Previous driveline fault manufacturer reference number: 2916596-2018-04947. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.